Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 10 mmol/l. The customer stated that the pump kept vibrating after exposing it to moisture. It was reported that the pump did not vibrate during the vibrate test portion of the self test. The customer was advised to revert to back up plan per health care professional instructions. The customer was advised to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump was received with no vibrator response due to broken wire ( pin number 1 of at printed circuit board). Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.